Manufacturer narrative:
The accu-chek inform ii meter serial number is (B)(6). The staff could not determine if they allowed the alcohol to dry on the finger before testing. The customer stated the qcs passed within 24 hours of the event. The device was requested for investigation. If the device is returned in the future, a follow-up report will be submitted. On a regular basis, inform ii test strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
We received an allegation of a questionable glucose result from one patient tested with the accu-chek inform ii meter. The first meter result was 403 mg/dl. The second meter result was 62 mg/dl. This result was deemed correct. The tests were performed within 8 minutes of each other.

Manufacturer narrative:
Medwatch field d9 updated. The staff could not determine if they allowed the alcohol to dry on the finger before testing. Product labeling states, "if you are using alcohol wipes or other disinfectants when obtaining capillary blood, the patient's skin must be completely dry before you lance the site to obtain blood." The test strips were received for investigation and were tested using glycolyzed blood. Investigation results glucose in mg/dl: 110, 111, 108, 105, 110, 107, 102, 101, 96, 100, 109, 101. The results using the returned test strips were acceptable, and no strip defects were observed. The investigation did not identify a product problem.